Manufacturer narrative:
The vacuum suction gauge, regulator module, and suction manifold assembly were replaced. No report of patient involvement.

Event description:
The hospital reported suction was not functioning as expected. There was no report of patient involvement.